Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose above 400 mg/dl and 567 mg/dl. The blood glucose was over 300 mg/dl at the time of incident. The current blood glucose was 567 mg/dl. The customer was treated with 20 units for high blood glucose. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.